Event description:
Company received one 20 guage adapter with the tubing separated from the adapter wedge. Company contacted the reporter and the sales representative and neither one was able to provide any information concerning this incident.